Event description:
It was reported that the unit keeps turning off and only runs on battery and not ac power. It was reported that there were no alarm or error message prior to the device turning off by itself notifying the user of the malfunction. No patient information is available.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. A review of the device labeling was performed. The operator's manual indicates the following: "the rad-5/5v are powered by 4 "aa" alkaline batteries, which provide over 30 hours of battery life.